Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was not feeling any therapeutic relief from their stimulation. Originally pt had the spinal cord stimulation implanted for back pain. The therapy never did anything for their back since implant. Patient noted they had diabetic neuropathy and the severity of their neuropathy was in their feet. Patient did not know how to adjust their spinal cord stimuli and they put 3 or different programs on there and they didn't know which program would be the best for the neuropathy in the feet. During call patient was in group a with programs 1 and 2. Patient switched to group b and increased the intensity on program 1 but they did not feel it at all even after increasing it to 6.6. Patient switched to group c and they could feel the vibration on their left side around the hip area but it did not get to their feet and it only intensified in their hip. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.